Manufacturer narrative:
The device was not returned to olympus, but is expected to be returned for the evaluation of the reported issue. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was found that the duodenovideoscope was clogged. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The device was returned to olympus for evaluation and the reported event was confirmed. The elevator channel was clogged by crystalline chemical deposits that seem to be cleaning agent residue. Other evaluation findings are as follows: the cover lens glue was chipped; the white ring was dented and scratched; the seat holder was corroded; and the keytop 1 was perforated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the forceps lifting wire channel was clogged with crystalline chemical deposits, which are thought to be the residue of cleaning agents. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.